Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed the oxygen (o2) set point and o2 sensor reading accuracy testing. There was no patient involvement.

Manufacturer narrative:
During testing of the epgs, the srt observed the o2 analyzer testing results to read 73% while the central control monitor (ccm) was reading 79.8% which was not within the differential specification range. It was determined that the o2 sensor cable was the cause of the issue. The cable was replaced. The unit operated the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.